Event description:
Bellafill was injected into both cheeks on (B)(6) 2016. Ten days later, an abscess formed ((B)(6) 2016) on my right cheek. I then contacted the doctor on (B)(6) 2016 and was started on cephalexin. I started on IV antibiotics (daptomycin, ertapenem) on (B)(6) 2016 via a PICC line as an outpatient. PICC line was later removed. On (B)(6) 2016, the redness and swelling spread to the lower eyelid. Through my own research I found a doctor in italy, who suggested levaquin and azithromycin. Since starting these antibiotics. I have seen an improvement but there are flare-ups about every 2 weeks where pus has to be drained. I have a hole in my cheek that is the size of a dime. None of the physicians nor the pharmaceutical company knew how to treat this infection, which is not acceptable. This product should not be marketed as the 5yr filler, when it is actually permanent and is unable to be removed if you have a serious side effect like this.